Manufacturer narrative:
Corrected data: the device returned was not a stryker device.

Event description:
Patient experienced pain. Issue with dislocating as well.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient experienced pain. Issue with dislocating as well.